Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked.

Manufacturer narrative:
Date of submission 22-feb-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2019 with the following findings: on review of the black box data, there were records of power on reset event dated (B)(6) 2018. The battery compartment was confirmed to be cracked. The battery cap that we returned with the pump for investigation was noted to have stripped threads and was unable to fit properly on the pump and was unable to maintain electrical connection. The damaged battery cap in place on the pump, the alleged power interruption was duplicated. A test battery cap was able to fit properly on the pump and maintain electrical connection. With the battery cap in place on the pump, the pump powered on normally, performed ez-prime steps correctly and was exercised for 12 hours without any interruption in power. There was no damage, defect or contamination of the pump's interior component.